Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the root cause of the low or blocked pump flow was most likely biomaterial ingestion based on the provided clinical details, returned product, investigation and data log analysis.

Manufacturer narrative:
Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
55-year-old male with history of cad, diabetes and hyperlipedimia presented with ami-cs. On (B)(6) they underwent cp placement with plan for staged hrpci on (B)(6) escalated to imp5.5. On (B)(6) low flow 1l/min unresponsive to p-level increases. It is unclear from the notes it the device was replaced. On (B)(6) they underwent hrpci with impella 5.5 support and on (B)(6) they were successfully weaned and imell 5.5 explanted.